Manufacturer narrative:
Isi field service engineering provided the site additional training on how to replace the ecm cannula mount and the part number to obtain spares for their inventory. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The cannula mount accessory is attached to the ecm and designed to hold the cannula securely in place, outside of the patient cavity. The system was repaired by replacing the affected ecm cannula mount accessory. The da vinci s surgical system user's manual explicitly states that: environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have back up equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2011 there have been no reported recurrences od the issue at this hospital.

Event description:
It was reported that while preparing to begin a da vinci s prostatectomy procedure, the endoscopic camera manipulator (ecm) cannula mount broke at the base connection point into the ecm. The patient side cart was docked to the patient and the camera was being inserted into the ecm when the cannula mount broke. The site did not have a spare ecm cannula mount. The patient was under anesthesia and the port incisions were made when the surgeon decided to abort the planned procedure and reschedule for a later date. No patient harm was reported.